Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed battery error as well as asic register error and external flash error. The customer¿s blood glucose level was 35 mg/dl at the time of the incident. The pump was getting multiple battery change alarms, and change battery now alarms. Troubleshooting was completed but did not resolve the issue. The customer received medical attention due to the low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with normal operating currents. No unexpected low battery alert, e68, e49 and e23 alarm noted. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the printed circuit board during visual inspection. However, pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay, missing display window cover and minor scratched lcd window.